Event description:
This device was reported by allegiance healthcare pqr# 00-004720. The er320 device stapler did not fire correctly. It fired out 2 staples at the same time, then stopped working. More info to follow concerning the event.